Manufacturer narrative:
The product has been received for analysis. Upon completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that the right ventricle lead was explanted due to unknown reasons 20 days after implant due to physicians discretion as apparently there was high thresholds. No additional adverse patient effects were reported.

Manufacturer narrative:
Device was analyzed and allegation was not confirmed, ellectrical test were successfully passed. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the right ventricle lead was explanted due to unknown reasons 20 days after implant due to physicians discretion as apparently there was high thresholds. Device was returned and analyzed. No additional adverse patient effects were reported